Manufacturer narrative:
Qn#(B)(4). The customer returned one ra catheter assembly for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire was partially advanced within the needle cannula and was stuck. Once freed, no kinks/offset coils were observed; however, small traces of adhesive residue were observed on the guide wire. From this, there is likely a buildup of dried adhesive residue within the cannula, which is preventing the guide wire from passing. The guide wire total length measured 4 9/16" which is within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle graphic. The guide wire outer diameter measured .381mm which is within the specification limits of .381mm-.404mm per the guide wire graphic. The cannula outer diameter measured .0253" which is within the specification limits of .0250"-.0255" per the cannula graphic. The cannula inner diameter at distal/proximal ends (up until location of blockage) measured .017" which is within the specification limits of .0165"-.0180" per the cannula graphic. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing , the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual analysis revealed that there was dried adhesive residue within the cannula. Functional analysis confirmed this is resistance was felt while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/ needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4).